Manufacturer narrative:
Implant loss is known to occur, considered in the risk management file and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure. These incidents do not involve serious injury and are not considered as safety issues.

Event description:
The implant has not fully osseointegrated and will be explanted (B)(6) 2020. The patient experienced pain and skin irritation at the implant site.